Event description:
It was reported that the intermittent catheters were rigid when compared to the old product. Bd representative discussed with nursing staff that this was preferable and it would cause less damage because it made it easier to insert and probably promotes better drainage. Representative was guessing about the old product that was collapsing on itself which was a part of the issue before. Nurse agreed but said that some have noticed a drop of blood. No medical intervention was reported. Per follow-up via phone on 22apr2022, customer felt like it was the end user error and not the product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to the ¿mechanical failure". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown intermittent catheter) product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the intermittent catheters were rigid when compared to the old product. Bd representative discussed with nursing staff that this was preferable and it would cause less damage because it made it easier to insert and probably promotes better drainage. Representative was guessing about the old product that was collapsing on itself which was a part of the issue before. Nurse agreed but said that some have noticed a drop of blood. No medical intervention was reported. Per follow-up via phone on 22apr2022, customer felt like it was the end user error and not the product.